Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240 (air in line) found on the home choice (hc) device during use during dwell 3 of 3. The baxter technical representative (tsr) explained the alarms and advised the home patient (hp) to start over with new supplies or complete drain using manual bag. The hp had no solution in during the day. The tsr assisted the hp to end therapy buy cycling power and got se 2367. The tsr advised to call registered nurse (rn) regarding the alarm. During troubleshooting the tsr documented that the hp had disconnected prior to the alarm. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). The system error (se) 2240 (air in line) was confirmed. The assignable cause of the se 2240 was use error- the patient reported disconnecting from the set during therapy. A labeling review found the patient at home guide to be adequate for potential use/user error related to this incident. This issue is being investigated through CAPA.